Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the system displayed a ¿cine disk not available¿ error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.